Event description:
The patient was initially implanted with a bifurcated stent graft, and iliac limb extension and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure an indeterminate endoleak was identified. The physician elected to reline the original implanted devices with a non-endologix (medtronic) stent graft. The patient status post intervention was not reported. Additional information: a clinical assessment determined that there was evidence to suggest a sac enlargement of 14mm had also occurred.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac enlargement of 14mm also occurred. This finding was discovered during an examination of the 78-month post implant CT (computed tomography) scan. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix no additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem, g4 awareness date. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, and iliac limb extension and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure an indeterminate endoleak was identified. The physician elected to reline the original implanted devices with a non-endologix (medtronic) stent graft. The patient status post intervention was not reported.